Event description:
The hcp reported the pump was explanted after an implant duration of 20 months. It was put in a warm water bath while trying to purge it 3 times. "Were not able to purge any fluid." It was reported that a roller study had been done a month prior with the result of the pump was functioning properly. A follow up report will be sent when add'l info is received.